Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, a conclusive cause for the reported death could not be determined in this complaint. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: dates estimated. The UDI number is not known as the part and lot number were not provided. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature title : the treatment of mitral insufficiency in refractory heart failure.

Event description:
This is filed to report death. It was reported through a research article that multiple patient underwent a mitraclip procedure to treat functional mitral regurgitation. The implanted clip may have cause or contributed to death. Details are listed in the attached article, titled ¿the treatment of mitral insufficiency in refractory heart failure.¿ no additional information was provided.